Event description:
It was reported the patient received the following results within 15 minutes: 25 mmol/l and 9 mmol/l. Customer made a treatment decision based on high blood glucose value and probably ended up with hypoglycemia.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded and is unable to be returned for evaluation.